Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure via a 6f sheath. The first prostyle device was successfully placed. Reportedly, reinsertion of a 0.035" unspecified guidewire was difficult due to the guidewire was extremely stiff and the tip was bent. After several attempts, a softer unspecified guidewire was inserted to continue the procedure. A second prostyle device was inserted, but there was no suture found when retracting the plunger [needles not engaging with the cuffs]. Therefore, the device was removed and the procedure continued with a third prostyle device. The third prostyle suture was successfully pre-placed. The sheath was upsized to a 14f sheath, and the evar procedure was completed. Reportedly, during knot advancement of the first pre-placed prostyle device, hemostasis could not be achieved due to a suture break. Instead, hemostasis was achieved via cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.